Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other devices referred to are filed under a separate medwatch report number.

Event description:
It was reported that, on a regular basis, priority pack indeflators and copilot bleed-back control valves (bbcvs) lose pressure, as indicated by the manometer. This is suspected to be due to an issue with the three way valve that may not function well at high pressures. Reportedly, when a dilatation catheter is connected to the bbcv, the indeflator does not work properly because of the bbcv. There were no adverse patient effects and no clinically significant delay in the procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Additionally, two unused, opened devices were returned for evaluation. Functional testing was successfully performed on the unused devices. No leaks were noted to the stopcocks. No manufacturing issues or abnormal observations were detected. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.